Manufacturer narrative:
The date of event/therapy date was (B)(6) 2017. The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set used for peritoneal dialysis (pd) therapy came apart at the transfer set connection and the patient subsequently experienced peritonitis. The patient was hospitalized for the peritonitis a week after the transfer set separation. The patient was hospitalized for four days. The treatment for peritonitis, outcome of the event and actions taken with pd therapy were not reported. At the time of the reported event, the transfer set was in use for approximately five months. Additional information was requested, but was not available at this time.

Manufacturer narrative:
As the sample was not returned a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.